Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on their way to the clinic when they felt pre-syncopal and had to sit down for a moment. The patient did arrive safely to their appointment where they informed the physician about the occurrence. The implantable pulse generator (ipg) was tested and no anomalies were found but the physician suspected that a pacing problem related to the field advisory may have caused the episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.